Manufacturer narrative:
B3: event date is unknown e1: first name and last name of initial reporter is unknown. G2: the country of the event is japan h3: product analysis of part: 9560100, lotno:1037690 during the incoming inspection, a cloudy image was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a device used for spinal thera py. It was reported that the field of view/vision is not clear/cloudy. There was no patient involvement reported. There were no further complications reported regarding the event.